Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was defective. According to information provided by our field service engineer, the hospital solved the issue by replacing the air gas module. No logs were provided and the air gas module was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator's air gas module was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).